Event description:
Complainant alleged that while treating a pt (age & gender unknown) during a code, the device displayed "cal required" and "user set up required" messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.